Manufacturer narrative:
Calibration and qc results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable cmv igg elecsys result from cobas e 801 module serial number (B)(4). The initial result was <0.25 ui/ml(negative). The sample was sent to another laboratory and tested by diasorin method with a result of 28.9 ui/ml (positive). On (B)(6) 2021, the same sample was retested on another cobas analyzer and the result was <0.25 (negative). The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent issue can be excluded.